Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.